Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was unknown and the low blood glucose value was 30 mg/dl. The customer was assisted with troubleshooting for high blood glucose and low blood glucose. Customer stated that they performed displacement test and self test. Insulin pump passed both tests. The device will not be returned for analysis.